Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Event description:
Customer reported that the transmitter does not blink when connected to the sensor. The blood glucose reading was 107 mg/dl. The transmitter had been charged for 8 hours. Customer stated that the transmitter did blink as it should when disconnected from the charger and she was advised to reconnect the transmitter to the sensor. She stated that the transmitter did at that time blink as it should when connected to the sensor. Customer also reported that she could see blood in the sensor. She stated that the site did not show signs of infection. She stated that she did not notice any complications with the insertion. Customer stated that she was taking medications which may be blood thinners. She was advised to change the sensor and she noticed that blood got into the area where the transmitter connects to the sensor. Customer stated that the blood did not go past the second rubber o-ring. Nothing further was reported.